Event description:
The patient was implanted with a restore stimulator lead using the titan anchor. The product report shows that during the lead revision procedure, the titan anchor was noted to be separated. The product was removed and returned for analysis. There was no injury to the patient; the patient recovered without sequela.

Manufacturer narrative:
Final accessory device analysis results reveal the anchor unit has separated; the titanium insert (stiffener) is separated from the silicone portion of the lead anchor.